Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, the probable cause of the "foreign material in the nozzle¿ malfunction could not be identified, nor the type of material. It could not be confirmed whether the device was reprocessed in accordance with the device instructions. The event can be prevented by following the instructions for use: IFU states that detection method in tjf-260 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-260 reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.